Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate or confirm the reported issue. The system functioned normally during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system display was black and the system entered stand alone mode. This did not impact the patient and the procedure was successfully completed with the imaging system after a delay of less than one hour. No additional details were provided.

Manufacturer narrative:
The logs for this date were examined to investigate the incident. The exact time of the incident was not given. At 12:42:59, the user started a 3d scan as evident by the following log message: ¿user action: device: switch, ID: 2, action: press, mode: 3d.¿ at 12:43:17, the logs showed the following message: ¿on navigation registration time relapsed about to invalidate registration.¿ this message implied the o-arm tried to register with the stealth navigation system but timed out. At 12:43:22, the o-arm failed to acquire images as evident by the following warning: ¿no projections captured.¿ the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.